Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011376, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011376 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m09 on 28-jan-2025, with a total of xxxxxxx units. An extended for extra double connector was performed for the outgoing test 5(g). The sub-assembly: assembly of the lot 5a04090 was manufactured according to the wi version 27 and assembled in the quickset line, on 26-jan-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a06353 was manufactured according to the wi version 27 and assembled in the quickset line, on 28-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a04633 was manufactured according to the wi version 42 and manufactured in the line l4-l8, on 23-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a03845 was manufactured according to the wi version 42 and manufactured in the line l4-l8, on 28-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.